Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and received in its sealed, sterile packaging. Battery voltage was 2.79 due to repeating functional test three times. On first test, battery voltage was 3.2v and had recovered to 3.1v with a programmer. The device interrogated while in its sealed, sterile packaging and no problems with wireless telemetry during preliminary analysis were encountered. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, prior to clinical use of the device, the device was interrogated and battery voltage of 2.88v was obtained. During the session wireless, telemetry gave an error message, requesting to change programmer position. Consequently, this device was not attempted for implantation. Another device was selected and implanted without incident. No patient complications have been reported as a result of this event.